Event description:
It was reported to boston scientific corporation that an amplatz super stiff guidewire was used during a stent exchange procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the distal tip was detached, exposing the core wire. The procedure was completed with another amplatz super stiff guidewire. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Event of distal tip detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The visual examination of the returned guidewire revealed that the wire was stuck inside a foreign catheter. The distal tip was severely damaged; the coilwire was unraveled and the corewire was broken. Based on all gathered information, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff guidewire was used during a stent exchange procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the distal tip was detached, exposing the core wire. The procedure was completed with another amplatz super stiff guidewire. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.